Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture. Repositioning the lead did not resolve the issue. The lead was no longer used and a new lead was implanted. The patient was stable.